Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to corrosion on the suction connector the image was not displayed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: -chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. -chapter 5 preventive measures are described in the reprocessing of endoscopes. In addition, the following non-reportable malfunctions were found during the device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob was out of the standard value. Also the adhesive on bending section cover (a-rubber) was chipped. The suction connector was dirty due to water leakage. The following components were scratched: universal cord, sc cover unit, protector of universal cord on suction connector side, the suction connector, scope cover, and connecting tube. Lastly, the universal cord was sticky and the adhesive around light guide (lg) lens was peeled. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had image failure and screen blackout. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.